Event description:
This report is based on information provided by philips field sales representative, and has been investigated by the philips complaint handling team. Philips received a complaint on the xl+ device indicating that the battery stopped to be recognized. The field sales representative evaluated the device on site and after repeatedly attaching and detaching the battery, the battery was recognized, and the device was returned to full functionality. No repairs nor replacement of the battery was completed. The device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. It has been concluded that no further action is required at this time.